Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed high which resulted in moderate to severe paravalvular leak (pvl). A second valve was implanted into the first valve at a lower depth, reducing the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported information does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was reported that the moderate to severe pvl was a result of the valve was placed high. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the high implant depth could not be determined from the available information. A second valve was implanted at a lower depth, improving the paravalvular leak to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. (B)(4).